Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced occlusion at infusion site and had high blood glucose level which was treated with multiple daily injections (mdi) on (B)(6) 2026. The patient has faced more than one occlusion event.